Event description:
It was reported that the stent was difficult to deploy in the sfa; however, the stent was successfully deployed. There is no reported pt injury.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.